Event description:
Event description cpi received information that about six weeks after implant of this endotak transvenous defibrillation lead (with a implantable cardioverter defibrillator (ICD)), the system exhibited oversensing. The oversensing was documented only when the patient moved his shoulder; pocket manipulation did not reproduce the oversensing.